Event description:
It was reported that during preparation for the procedure, a viscous substance in the device was allegedly adhered to the physician's glove which made the shaft seemed uneven. It was further reported that the substance was wiped clean and the device seemed less uneven. It was further reported that another similar device was opened which also had the same viscous substance, so the physician completed the procedure using a different product. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.